Event description:
The end user reported the hardware attaching the seat frame to the main frame had backed out and was missing. There was no report of adverse event or injury associated with the reported issue. Replacement hardware was provided to the end user and they have confirmed the chair has been repaired.